Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of post deployment, the patient experienced increased right abdominal pain. On the next day, computed tomography of abdomen and pelvis with contrast was performed which showed apparent inferior vena cava filter apex directed laterally towards the right and the inferior vena cava was tilted. One of the prongs of the filter extends to the region of the left renal vein with other prongs extending posterior to the inferior vena cava and aorta. Orientation would appear to be rotated approximately 90 degrees counterclockwise compared with films from the placement. On the next day, inferior vena cavogram was performed for removal of inferior vena cava filter because it has migrated into a bad position which may be causing her abdominal pain; likely reducing its filter efficiency, and may result in additional complications from the perforated struts or thrombosis of the inferior vena cava which showed a large thrombus trapped within the tilted filter and then partially deployed a cook celect inferior vena cava filter above the malpositioned bard g2 filter. A possis device catheter was used across the area of thrombus and up to the second filter. A repeat venogram was performed which showed a decrease in thrombus burden, then felt it was safe to remove the filter given the smaller amount of thrombus present. A hook catheter was used to pass a guidewire near the tip of the malpositioned filter. This was grasped with a snare; the loop wire was then used to remove the filter with gentle but firm traction downward. The patient experienced some transient pain during removal which subsided once the filter was out. Following removal of the malpositioned filter follow-up venography shows some persistent clot within the new filter which was subsequently repositioned without incident. Final venography shows the filter below the level of the renal veins and centered in the inferior vena cava. There was some residual, nonocclusive clot along the legs of the filter. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3, h6 (device), h11: g1, h6 (patient, method, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the filter was deployed in a patient after being diagnosed with deep vein thrombosis throughout the right leg. At some unknown amount of time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The filter was successfully removed percutaneously. There was no patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of intracranial hemorrhage and dvt throughout the right leg was scheduled for ivc filter placement. Ultrasound demonstrated thrombus of the superficial femoral vein, while the right common femoral vein was patent. After accessing the right femoral vein, a hook catheter was positioned in the ivc and a venagram was obtained. A filter was then deployed in the infrarenal segment with the tip located at the superior endplate of l2. A follow up venagram was obtained and the procedure for ivc filter placement was uncomplicated. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported than an ivc filter was deployed in a patient after being diagnosed with dvt throughout the right leg. At some unknown amount of time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The filter was successfully removed percutaneously. There was no patient injury.